Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was confirmed during evaluation. The reported issue regarding error message e433 was traced back to the generator board. In addition, cracked front panel, dents/scratches on the housing cover, and dust inside the device were noted due to mechanical stress. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿fumigation with hydrogen peroxide or similar agents is not intended. These substances attack the surfaces of the devices as well as circuit boards, electronic components and insulation materials in the interior. Damage is then a direct consequence after only a short time. Damage to the electronic components also poses the risk that the electrical functions of the unit in question may be permanently disrupted.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrosurgical generator esg-400 experienced an e433 temporary failure error. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.